Event description:
It was reported that the customer went to the emergency room with high blood glucose of 648 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. She was sent home the same day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.